Event description:
A customer contacted beckman coulter inc (bci) regarding a false negative (-) total bhcg (tbhcg) result generated by the synchron lx I 725 instrument for one patient. A patient sample was tested for tbhcg and a result of 0.47miu/ml was obtained. The sample was re-tested and repeated results were: ">1000.00miu/ml" and 9503.00miu/ml. The specimen was tested by a qualitative tbhcg method (not supplied) and a "positive" result was obtained. There was no effect to patient in connection to this event.

Manufacturer narrative:
Qc is run every 24 hours and data supplied shows all levels recovering within expected ranges. System checks performed on 10/24/2008 and 10/29/2008 met specifications. The specimen was collected in a greiner sst tube and was centrifuged at 3,000 rpm for 10 minutes. A field service engineer (fse) was dispatched to the customer's lab on 10/30/2008: the fse performed verification testing on the closed tube accessing (cta) system. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report. (B) (4).